Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the main cabinet enhanced full height cubie drawer 4 says open when closed and replaced inseparable and inspected and found catch screws sheared off and replaced screws and found inseparable magnet fell out and replaced with new style and replaced pyxibus cable. Replaced full height cubie drawer inseparable with new style and replaced worn keyboard cover, added bumper to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4 was closed but the station displayed it as open. The customer attempted troubleshooting by opening the back panel and inspected the drawer. The issue reoccurred and the system began failing again after a reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.